Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed on (B)(6) 2006 that the first interrogation the settings were not the same as the previous visit's settings and the patient initials were (B)(6), the device is related to patient (B)(6). The handheld (B)(4) programming history was reviewed and attached to this file and it is clear that on (B)(6) 2006 a cross programming event occurred.